Manufacturer narrative:
(B)(4).

Event description:
An overdose was reported with the symptoms of sleepiness, unarousable, pinpoint pupils. These symptoms were noted a couple of day ago from the reported date of event. The pt was given narcan and his symptoms improved. The pump was stopped. There was no alarm and pump programming was reported as correct.